Event description:
The customer reported to olympus, the pressure of the high flow insufflation unit remained high during an unspecified procedure. The procedure was completed successfully with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the field service engineer was on site at the facility. The customer's complaint was not confirmed as the pressure of the device worked according to the service manual and the issue did not appear. Everything worked fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.